Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer passed all required testing without delivering any type of shocks, static or other types. Further, this programmer showed signs of wear. Damaged parts were then replaced. In addition, log file indicated errors which were all unconfirmed after interrogation. Moreover, this programmer was disassembled and an internal inspection was performed which noted no issues requiring any boards to be sent for repairs or updates.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was returned. Pa indicated that per, docs qa (B)(4) peer review for 3120 programmer end of life, programmers returned with a linked pi without an MDR decision of yes, or an observation code of p526 or p527 meet the criteria as defined in cfr 820.198. Investigation has already been performed for a similar complaint and another investigation is not necessary.

Event description:
Boston scientific received information that the programmer physically delivered shock. Additional information indicated that the health care professionals (hcps) got shocked. The programmer will be returned. There was no patient involvement reported.